Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent movement and material deformation (flared/bent stent) were confirmed. The reported failure to advance and difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and subsequent treatment appears to be related to the circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU) states: an unexpanded stent graft may be retracted into the guiding catheter one time only. An unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. In this case, it is unknown if the IFU deviation directly caused or contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received stating that during removal of the graftmaster resistance was met with the anatomy. After removal of the device outside the anatomy the stent implant was noted to have moved distally on the balloon. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: boston scientific 0.014 pt2. Guide cath: medtronic launcher. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation occurred during pre-dilatation with a 2.5 x 20 mm non-abbott balloon. The 2.80 x 26 mm graftmaster stent delivery system was advanced, but could not cross the lesion. The same balloon catheter was again used for dilatation and the graftmaster was advanced but still could not cross the lesion. The graftmaster was removed from the anatomy and distal stent strut flare was noted. The patient was treated with surgical intervention. There was no reported adverse patient sequela. No additional information was provided.